Event description:
Patient presented (B)(6) 2015 for diagnostic hysterectomy. D and c, novasure uterine ablation as same day procedure, discharged home. Presented to the emergency room (B)(6) 2016 with vaginal bleeding and pain. Admitted for observation. Developed sepsis requiring hysterectomy due to infected uterus with loculated pus on (B)(6) 2016. Uterine tissue very friable and unable to close uterine stump. Patient remained in critical care for several days before transferring to the post op floor.